Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high pacing thresholds and intermittent loss of capture. The lead was replaced with a new endotak lead.